Event description:
It was reported that an echocardiogram revealed pericardial effusion. A pericardiocentesis was performed on 10/16. The patient's condition was -good- after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.